Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured causing high, out-of-range (oor) pacing impedance measurement of >2500 ohms, no sensing and loss of capture (loc). The patient underwent a surgical procedure where this lead was explanted. This lead will not be returned for analysis for the hospital staff disposed the lead. No adverse patient effects were reported.